Event description:
On 08/05/2009, the pt reported she has had elevated blood glucose readings up to 500+ mg/dl since 2008. She could not remember the date of that reading but stated she treated her reading by drinking water and bolusing insulin. She said that "lately" her readings have been as high as 200 mg/dl with the most recent occurrence being 2009. She stated she switched from her infusion device to insulin injection therapy 2 days ago. During the report, the pt checked her blood glucose and it measured 220 mg/dl with her target range being 180 mg/dl. She stated her readings may be due to her body responding differently since her surgery one month prior. She stated her diet has changed "tremendously," her activity level has changed and she has been on additional medications. Product was replaced and requested to be returned for evaluation.